Manufacturer narrative:
Leak.

Event description:
It was reported that the head section will not stay down, the fowler cylinder is also leaking. No pt involvement or adverse consequences are reported.